Manufacturer narrative:
(B)(4) four undispensed sutures were returned for evaluation. The sutures were examined and were intact and undamaged.

Event description:
It was reported that a patient underwent a surgical procedure for laryngeal cancer on (B)(6) 2013 and suture was used. While knotting the suture the suture broke. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch eg2221 mfg date: ni, exp date: ni.batch ee2322 mfg date: ni, exp date: ni.batch eg2296 mfg date: ni, exp date: ni.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.